Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 24.0 diopter lens was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the documentation was not reviewed due to limited information received as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Additional information: additional information received reported the patient's operative eye was the right eye. Also, there was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, there was no patient injury. The replacement lens was a zcb00 22.5 diopter lens. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.